Manufacturer narrative:
The investigation for the reported delivery issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The root cause of the delivery issue - anatomy was most likely due to the patient condition. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 23-year-old female undergoing cardiac surgery, and was being implanted with an impella 5.5 device for mechanical circulatory support and the impella 5.5 pump was unable to pass through the innominate artery during attempted delivery. Multiple techniques were utilized during attempts to implant the pump, but the device was still unable to advance into the left ventricle. As a result of the noted issue, the decision was made to abort the implant, and an impella cp was subsequently placed for patient support.